Event description:
It was reported that both leads in the right ventricle had increased impedance and increased thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the proximal segment of the lead was returned. The outer insulation had breached environmental stress cracking. Several conductors had blood/body fluid (not obstructed). The outer insulation had cosmetic metal induced oxidation, cosmetic environmental stress cracking, and a cosmetic depression. (B)(4) - the distal segment was returned and no anomalies were found. It was noted that the distal conductor was stretched and all conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), was breached cut, had a white substance and a cosmetic depression. There was blood in/on the helix mechanism (sleeve head). There was blood in/on the helix mechanism. There was apparent explant damage.

Event description:
It was reported that both leads in the right ventricle had increased impedance and increased thresholds. One lead was explanted and replaced and one lead was capped. No patient complications have been reported as a result of this event.